Event description:
It was reported that the catheter could not be aspirated. The health care provider (hcp) reportedly felt the catheter was in good working condition so it was not revised. The pump had been replaced due to it nearing end of life and the hcp was unable to aspirate the catheter when trying to clear the old drug out of the catheter. It was again reported although the hcp was not able to aspirate the catheter he felt the catheter was in fine working condition. The device system was used to deliver morphine. It was later reported that the patient was not having any symptoms. The location of the issue was unknown. No other troubleshooting or actions were performed. The device manufacturer had not heard how the patient was doing post-operatively. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).